Manufacturer narrative:
One decapolar, spiral loop, inquiry afocusii diagnostic catheter was received for evaluation. Visual inspection revealed the catheter tip was fractured and lodge in the returned introducer. Additional investigation revealed the introducer sheath was not properly used, and the catheter tip was lodged in the introducer sheath. When trying to remove the lodged tip from the introducer sheath, extra force was applied to the catheter. As a result, the catheter tip was separated from the catheter shaft assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During atrial fibrillation ablation procedure, the electrode of the catheter fractured within the introducer sheath. The catheter and sheath were removed together and the procedure was completed with no consequences to the patient.